Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was found unresponsive at home on (B)(6) 2023 at 1900. Emergency medical services (ems) was notified and the patient was transported to the hospital. They were intubated en route. Upon arrival to the emergency department, the patient was found to have an international normalized ratio (inr) greater than 12. A computerized tomography (CT) scan of their head revealed an acute, multifocal intraparenchymal, intraventricular, and subarachnoid hemorrhage with mass effect and midline shift, effacement of the basal cisterns, and evidence of downward trans-tentorial herniation. The family decided to transition to comfort measures as the patient was not a surgical candidate. The patient was extubated and the left ventricular assist device (lvad) was disconnected after death on (B)(6) 2023. The cause of death was reported as right intracranial hemorrhage and brain death. The death was possibly related to the patient's anticoagulation regimen and inr greater than 12 in the setting of bacteremia at time of death. The source of the bacteremia was unclear. No equipment malfunction was reported.

Manufacturer narrative:
Medwatch number (B)(4) was received on 29sep2023. Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assis system (lvas), serial number (B)(6), and the reported hemorrhagic stroke and subsequent patient outcome could not conclusively be established. The heartmate ii lvas IFU, rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. Section 1 of the IFU lists infection (local, driveline, pump pocket), stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU also lists infection as a potential late postimplant complication. Section 6 of the IFU, under ¿anticoagulation¿, outlines the recommended anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas, as well as the suggested anticoagulation modifications. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department with an international normalized ratio greater than 12. The patient was unresponsive and was found to have a hemorrhagic stroke, and subsequently passed away. No equipment malfunction was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.